Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, moderately tortuous, 95% stenosed mid right coronary artery. After predilatation was performed with a 1.5x12 mm nc balloon a 3.0x28 mm xience v stent was deployed in the lesion. Post implant a distal edge dissection was observed which required the placement of a 3.0x15 mm xience v stent to treat the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.